Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the air in line alarm. The device was operating out of specification. Eval found low upstream sensor fluid numbers. With low ultrasonic readings, it would make the pump more sensitive to air in line alarms causing the reported symptom. The upstream sensor and pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming air in line. It was also reported that there was no pt involvement.